Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 customer alleged insulin pump is alerting failed battery and then went into blank display after inserting new battery. P-cap or reservoir locks properly into place. The following were noted during visual inspection: scratched case. Device's history and trace files downloaded successfully using thus software. Device powered up properly after battery installation and passed sleep current measurement, active current measurement, self test and displacement test. The power management graph confirmed the unloaded voltage and loaded voltage were within specification range. No failed battery test alerts noted when inserting a new battery or during testing. However, failed battery test alerts noted in the pump history files on (B)(6) 2021 at 11:03pm moisture damage noted in pcb 1. In summary, customer allegation on pump showing blank display was not confirmed after insulin pump power powered up properly from battery installation. In addition customer allegation for pump alerting failed battery was not confirmed during testing or in power management graph. Failed battery test alerts was noted in pump history. Moisture damage however was noted in pcb 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank display. Customer's wife stated that insulin pump had getting battery failed alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.